Manufacturer narrative:
This device was for treatment not diagnosis. DHR report indicates the manufacturing documents were reviewed and no complaint related issues were found. Manufacturing evaluation reported all three prongs are broken off and were not sent back for investigation. There are stress marks visible at the hexagon. The relevant dimensions cannot be verified anymore because of the damage and as the broken fragments were not sent back for investigation. Therefore, this complaint is indeterminate from a manufacturing standpoint. The fracture face is homogenous, which indicates material conformity. The stress marks at the hexagon are an indication that a mechanical overload by over-tightening could have caused this damage.

Event description:
Surgeon performing a fusion of the foot. During the procedure, attaching piece of the part broke off during surgery and no longer attaches to trephines. Surgery was completed without incident and with no adverse event to the patient. In an abundance of caution, this complaint was reviewed on (B)(4) 2013 and determined to meet the definition of a reportable event.

Manufacturer narrative:
Additional information: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for file (B)(4).